Event description:
It was reported that patient had right knee revised due to suspected infection. Surgeon performed I&d and debridement. Patient had previous revision of competitor products.

Manufacturer narrative:
An event regarding infection involving a mrhk tib ins 13mm m/l m2/l2 was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Device history review indicated all devices accepted into final stock met specifications. There have been no other events for the lot or sterile lot referenced. The source of the infection could not be determined as further information is needed. A CAPA trend analysis concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
It was reported that patient had right knee revised due to suspected infection. Surgeon performed I&d and debridement. Patient had previous revision of competitor products.

Manufacturer narrative:
Additional devices listed in this report: cat 6481-2-120, lot ctd2444, description: mrh axle. Cat 6481-2-110, lot ldj623, description: mrhk femoral bushing. Cat 6481-2-100, lot ldj519, description: mrh tib rot comp xs-xl. Cat 6481-2-140, lot ldg946, description: mrhk tibial sleeve. Cat 6481-2-100, lot 047489, description: mrh tib rot comp xs-xl. Cat 6481-2-133, lot ldf254, description: mrhk bumper insert 3 degrees. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.